Manufacturer narrative:
Analysis found the unit with stuck motor error alarm loop during bolus delivery. Analysis was unable to perform no delivery test. However, the unit received with normal operating currents and no unexpected off no power, low battery, failed battery test, or battery out limit alarms. The unit passed displacement, rewind, basic occlusion and prime tests. The motor was tested outside of the device and passed the motor test. The motor may have had intermittent failure that was not detected during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received no delivery alarm and motor error alarm. The customer's blood glucose was 71 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.